Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has physical or cosmetic damage. Blood glucose value was 140 mg/dl. The insulin pump was replaced and returned for analysis.